Event description:
The manufacturer has been informed that a patient who had undergone a left ventriculotomy experienced thrombosis of the implanted aortic size 31 cphv the aortic valve was implanted in the mitral position. Eleven days post implant of the valve, the patient died.